Event description:
There was an allegation of a discrepant high sodium result for a patient sample tested on cobas 6000 c501 module. The initial result was 146 mmol/l and the repeat result was 139 mmol/l. The repeat result is deemed correct.

Manufacturer narrative:
The lot number and expiration date of the na electrode were requested but were not provided. The investigation is ongoing.

Manufacturer narrative:
The provided calibration data suggest a normal performance of the system. The investigation could not identify a product problem. The cause of the event could not be determined.